Event description:
It was reported that this was a vessel closure of an unspecified access site using a prostyle device. Reportedly, an unknown failure occurred. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - the UDI is not known as the part and lot number were not provided.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the common femoral artery using a prostyle device after an interventional procedure with a 6f sheath. Reportedly, no suture threads appeared to be available during step 3 [cuff miss]. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: model, catalog number, lot number, primary UDI number updated.